Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got screen was scratched and reservoir threading .the customer¿s blood glucose level was unknown. Customer stated that they cannot read the screen. Troubleshooting was performed for damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display noted. Device passed self-test and displacement test. No unexpected error alarm noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, no broken noted. (B)(4).